Event description:
Complainant alleged that during an ep study on a pt, the physician attempted to cardiovert the pt, using electrodes with the device. The device was charged to 200 joules, but the doctor directed the nurse to dump the energy and recharge the device to 100 joules. The charge was dumped and the device was charged to 100 joules. The charge tone was heard, indicating that the device had charged. The doctor attempted to shock the pt, but the device would not discharge. In an effort to confirm that the problem was not as a result of the device being in sync mode, the nurse then flipped the device to sync mode, then back out of sync mode. The device was then charged to 100 joules, and the shock was delivered to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.